Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg had failed and the scs system was explanted. The explant date was either (B)(6) 2013. Reference MFR report: 1627487-2013-02205 for the pt's other scs system.

Manufacturer narrative:
Included incorrect device information in the initial report. Following the review of the patient's medical record, it was determined the initial report contained incorrect device information that belongs to another scs system. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Further device information has been included. Therefore, additional reports were included pertaining to the event. Device 1 of 7: reference MFR report #: 1627487-2015-07488, 1627487-2015-07489, 1627487-2015-07490, 1627487-2015-07491, 1627487-2015-07492 and 1627487-2015-07493. Review of the patient's medical record indicated the patient had two systems for lumbar and cervical stimulation. The patient's lumbar system (3716 ipg and 3289 lead) was implanted on (B)(6) 2008 and explanted on (B)(6) 2013 due to the lumbar system not functioning and the patient experiencing discomfort in the lower thoracic region. During the procedure, the lead was found fractured. The original information of device 1 was incorrect, and the correct information is included in this report. The patient underwent two surgical interventions regarding the cervical system (3788 ipg, 3286x2 leads from the same lot, 1194x2 anchors and 3382x2 extensions from the same lot). The cervical system was implanted on (B)(6) 2009. Following the implant procedure, the patient lost stimulation in his shoulder due to lead migration confirmed with x-rays. On (B)(6) 2009, one of the patient's 3286 leads was explanted and not replaced due to the patient's anatomy. During the procedure, the two 3382 extensions were explanted and replaced with two 3383 extensions due to the need of longer wire. On (B)(6) 2009, the patient reported he was not receiving effective stimulation. X-rays showed the two 3383 extensions were disconnected to the ipg. As a result, the patient's entire cervical system (3788 ipg, 3286 lead, 1194 anchor and 3383x2 extensions from the same lot) was explanted on (B)(6) 2009.